Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Event description:
This is a spontaneous report received from global pharmacovigilance of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient contact customer services and reported the following information. On (B)(6) 2012, the patient was admitted to the hospital for low blood pressure. During this hospitalization, the patient was diagnosed with peritonitis. The patient was treated with vancomycin and ceftazidime (dose, route, and frequency unknown). The patient was discharged on (B)(6) 2012. The cause of the peritonitis was touch contamination. The patient was retrained on aseptic technique. The event of peritonitis was unrelated to baxter solutions, disposables, or devices. On (B)(6) 2012, the patient recovered from the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.